Event description:
It was reported that the stent sys was tracked forward when the stent slipped out of the sheath and prematurely deployed before the target site in the iliac artery was reached.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number. Based on the eval performed it is confirmed that the delivery system was inserted into the pt and that resistance was met at the distal tip. A guide wire related issue was assessed to be unlikely as a system compatible 0.035" guide wire could be inserted without difficulty at a low force level. No indication was found for process or mfg related issue. Potential factors that could have led or contributed to the event reported have been evaluated. However, based on the info available, a definite root cause for the reported complaint could not be determined. The IFU states that: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The IFU also states: "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damage equipment."